Manufacturer narrative:
Evaluation results: one cadd cassette reservoir was returned for investigation. The sample was received in used condition without its original packaging inside in a plastic bag. The samples was visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination. A cut was found located in the edge of the ay bag. For functional testing, a syringe was used to infuse water into the ay bag. A leak was detected in the edge of the ay bag. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause of the product problem, was that the bag loading operation was not handled properly. A definitive root cause was not established however.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir was leaking during filling. No adverse patient effects were reported.